Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/ pelvic floor. The patient reported that the permanent ins was placed, program 1 @ .6 and the patient was doing great. The patient stated that yesterday ((B)(6) 2019), the patient had a small accident. The patient stated that today ((B)(6) 2019), the patient had a pretty good/ larger accident. The patient stated that she fell on her knee ((B)(6) 2019). The patient turned the ins up to .8 on ((B)(6) 2019) and it was too much. The patient brought it down to .7 but the patient was in constant pain from stimulation. The patient stated that it felt like needles pricking her, the sensation made the patient sick to her stomach ((B)(6) 2019). The patient changed to program 2 @ .8 today and was feeling more comfortable stimulation. On the call, the patient confirmed that the ins was on. The patient stated that she did not see her healthcare provider (hcp) until (B)(6) 2019. Patient services suggested the patient make the hcp aware that she changed the program today because stim was uncomfortable. No further complications were anticipated/reported.